Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Customer reported blood glucose level was 225 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.